Event description:
A customer reported post laser assisted cataract surgery, the patient, who had diabetic retinopathy at the time of surgery, developed a retinal detachment. The patient also was reported to have lost vision in the eye. Patient has had five additional procedures, unk to which eye and what procedure, to correct the reported problems. There are two medical device reports associated with this event. This report refers to the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).